Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Concomitant medical products: dcs-c4-18fr, lot number 0007543931. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment the nose cone of the delivery catheter system (dcs) was not centered and became stuck on the inflow of the valve. The valve dislodged and moderate paravalvular leak (pvl) was noted. A second transcatheter valve was required to be implanted valve in valve successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.